Manufacturer narrative:
Sharp edge on defib tray. It is being suggested to the customer to replace the assembly.

Event description:
It was reported that the defib/foot extender had a sharp edge. No pt involvement or adverse consequences.